Manufacturer narrative:
(B)(4). One used sample without packaging was received and evaluated. The position of the thumb valve appears to be fully upright (closed). The valve was depressed and released. The valve returned to the full upright position. The sample was attached to mobivac suctioning equipment with the suction set at 120mmhg. Upon connection no air leak sound was heard, with the thumb valve in unlocked, closed position. The distal end of the catheter was inserted in water, dyed blue. Suctioning occurred. The thumb valve was fully depressed and suctioning increased. Then the thumb valve was manually pulled to the full upright (closed) position. This did stop the suctioning. The valve was placed in the locked position. No suctioning occurred in the locked position. The thumb valve was turned to the 90 degree position. No suctioning occurred in that position. The device history records were reviewed for lot number m5194t508 involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the first of two reports. Refer to 8030647-2015-00286 for the second patient. It was reported that "thumb valve leak during use. Patients health was not harmed." There was no additional patient information provided.